Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified flat creases, white particles in device inner surface, void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage was in the valve. Based on the device analysis the final assessment is: -one opening striated in the side radius assessed as surgical damage.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare provider confirmed capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown, device remains implanted.